Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. It was noted that the right ventricular lead had exhibited slow increases in capture threshold over the past device checks. The physician elected to prophylactically revise the lead. On (B)(6) 2019, the lead was capped and replaced successfully. The patient's condition remained stable.